Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit would not run on battery power. There was no patient involvement.

Manufacturer narrative:
Date of report : 18jun2019, date rec¿d by MFR : 17jun2019. The customer confirmed the reported battery issue. The customer reported that he received a replacement battery that was defective. It was returned and replaced and when charged, the unit operated correctly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.